Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they were experiencing quality control (qc) issues. The customer performed wash 2 and qc issue was resolved. The customer then stated they started to experience erratic patient results for multiple assays. The customer stopped running patient samples on this instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the reaction tray washer (wud) nozzles 2 and 3 were overflowing. The cse cleaned the lines and adjusted positions. Qc resulted in range. The cause of the discordant calcium 2 concentrate, blood urea nitrogen concentrate and carbon dioxide concentrate results is unknown.

Event description:
Discordant calcium 2 concentrate, blood urea nitrogen concentrate and carbon dioxide concentrate results were obtained on five patient samples on an advia 1800 instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same instrument, resulting within the expected ranges. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium 2 concentrate, blood urea nitrogen concentrate and carbon dioxide concentrate results.